Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was attempted to be implanted in a 79 year-old male in acute myocardial infarction/cardiogenic shock. It was reported that the impella pump was being inserted during resuscitation, but the physician determined placement was not possible due to severe aortic stenosis. As a result, placement was aborted. The patient subsequently expired with no allegation of harm caused by device.